Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors associated with the power signal interface and all circuit boards were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system was displaying communication failure error messages and they were unable to x-ray. There is no report of patient injury associated with this event.